Event description:
The consumer reported that her husband has had his spin-brush for less than six months. More specifically, he has been using this particular brush with the original brush head for about one to three months. She stated that the back of the head of the brush broke off in his mouth while he was brushing his teeth. The piece is completely detached from the toothbrush. The consumer also stated that the edges of the broken piece are sharp. He did not swallow it and it didn't cause any damage. This is being reported based on the allegation of a malfunction (small part breakage) with the potential to cause serious injury (choking).

Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred. This follow-up report is being submitted because we received additional information regarding the specific product name and upc number.

Event description:
The consumer reported that her husband has had his spinbrush for less than six months. More specifically, he has been using this particular brush with the original brush head for about one to three months. She stated that the back of the head of the brush broke off in his mouth while he was brushing his teeth. The piece is completely detached from the toothbrush. The consumer also stated that the edges of the broken piece are sharp. He did not swallow it and it didn't cause any damage. This is being reported based on the allegation of a malfunction (small part breakage) with the potential to cause serious injury (choking).

Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred. This follow-up report is being submitted because we received additional information regarding the specific product name and upc number.

Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred.

Event description:
The consumer reported that her husband has had his spinbrush for less than six months. More specifically, he has been using this particular brush with the original brush head for about one to three months. She stated that the back of the head of the brush broke off in his mouth while he was brushing his teeth. The piece is completely detached from the toothbrush. The consumer also stated that the edges of the broken piece are sharp. He did not swallow it and it didn't cause any damage. This is being reported based on the allegation of a malfunction (small part breakage) with the potential to cause serious injury (choking).